Manufacturer narrative:
(B)(4). A review of the device log confirmed the reported increased intra-peritoneal volume (iipv). The device passed functional and electrical testing. Testing indicated that all pressures were correct and stable. A short simulated therapy was performed and completed successfully. The iipv issue could not be duplicated. No problems were found during internal inspection and all connections were correct and secure. No failure or malfunction was identified that could have caused or contributed to the reported issue. The cause was determined to be a false empty detect and use error due to an inappropriate bypass of the low drain volume alarm, not including initial drain. The homechoice apd systems patient at-home guide gives instructions on how to bypass a low drain volume alarm. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported to baxter?s technical service center that a high drain 104 alarm occurred on a homechoice (hc) device during drain 4 of 4, patient connected. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) stated that they had bypassed drain 3. The baxter technical service representative (tsr) reviewed therapy readings, explained the alarm and possible cause, and advised the hp to contact the peritoneal dialysis registered nurse (pdrn) about the alarm and treatment options. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received by baxter. The initial evaluation confirmed the reported condition but the evaluation has not yet been completed. Upon completion of baxter's investigation, a follow-up MDR will be submitted.